Event description:
It was reported that the doctor removed devices due to infection.

Event description:
It was reported that the doctor removed devices due to infection.

Manufacturer narrative:
The other device listed in this report is a v40(tm). Femoral head, cat # 6364-2-136, lot # g3075716. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the patient requested them. Additionally, no other information wil be provided per hospital protocol. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving an exeter stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that the lot was within specification. Complaint history review confirmed that there have been no similar events for the lot or sterile lot. The investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.